Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient ended up in the hospital and the pump no longer worked. Troubleshooting was unable to be completed and the reporter could not be reached for further information. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.